Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that she feels sick almost all the time. She indicated that she feels shaky, dizzy and sweats a lot. She indicated that her symptoms for high and low blood glucose levels are same. The customer stated that she was getting inaccurate readings on her contour meter. She passed out and after regaining consciousness she drank 2 glasses of juice with sugar. After 20 minutes, she felt better. After regaining consciousness, she also performed testing with some else's contour next meter and obtained a reading of 47 mg/dl. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.